Manufacturer narrative:
Additional suspect medical device components involved in the event: 19028879 product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 455337.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to inadequate stimulation and lead migration, it was found the paddle was crooked. The patient is doing well post operatively and the device will not be returned as they were disposed per facility.

Manufacturer narrative:
Correction to initial mdv in blocks b3, b5, d4, h6, h11. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain due to inadequate stimulation. It was noted that the paddle lead had migrated and remained misaligned for several years. The patient underwent a revision procedure to replace the lead and recovered well post-operatively.